Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
The customer reported when the ventilator's external battery power cord was plugged into the ac power wall receptacle, there was a spark at the male plug end of the power cord and at the facility wall receptacle. The customer reported the ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician verified the power cord plug was damaged. The service technician replaced the power cord to correct the finding. Extended self testing (est) and performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.